Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. Per instructions for use (IFU) there is no evidence that the device was used in a manner inconsistent with the labeling. Based on limited information, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event therefore, this event is being assigned a probable cause of cause not established.

Event description:
It was reported that during a procedure to treat a 137cc prostate gland, the cap came unglued and began to rotate independently after 9:35 minutes and 59,632 joules of use. The fiber was forward firing. A second fiber was used to complete the procedure with no patient complications.